Event description:
The manufacturer received information alleging the device was hot occurred on a dream station 2 auto CPAP. The device was not in use on a patient at the time of the occurrence. During evaluation, the third-party service center found a pca burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.